Manufacturer narrative:
Fax number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange of textured device.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed broken sharp assessed as an unidentified (tear) opening and missing piece of the shell assessed as to inconclusive. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ crease flat observed in the device.